Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
One fast-fix 360 curved needle delivery systems was returned for evaluation. Visual assessment of the device shows the insertion needle is dramatically bent on two planes. No ts or suture were returned. Actuator is sticking out of the distal end of the needle. Device was functionally tested for proper actuator advancement and cycling, device would not function properly due to the aforementioned damage. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No further investigation is warranted at this time. Device was returned for evaluation - late device return required that the complaint be reopened to complete the device evaluation. (B)(4).

Manufacturer narrative:
(B)(6). Device is not distributed in the united states but is similar to distributed united states product. (B)(4).

Event description:
During an unknown procedure it was reported that the device did not fire the second implant. The first implant was deployed normal. When the second did not fire the first one was removed. A backup device was used to complete the procedure. The patient was not affected.